Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dries serum on the tip samples in the reported problem area of the pipette assembly. The tip clamps and above were cleaned. The instrument was inspected, tested without further problem, and returned to svc.